Event description:
Revision hip surgery for mitch modular and accolade stem on the left side. Bone loss evident in anterior surface of accolade stem, increased chromium levels.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-4652, lot # fm060629, description: std mitch trh cup size 46/52, manufacturer: depuy. Cat # mmh-9988-0046, lot # fm060107, description: mitch trh mod head size 46+0, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.